Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device was nearly cut and difficult to remove. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, resistance was felt when the device was withdrawn. It had to be pulled out with force and was found to be nearly cut. No complications were reported, and the patient was in good condition post procedure.